Manufacturer narrative:
Date sent to the FDA: 2/11/2021. H6: appropriate term / code not available (e2402) utilized to capture mesh deformation/migration. Additional h6 clinical code: e1715. Additional b5 narrative: it was reported that the patient had a removal surgery on (B)(6) 2015. It was reported that the patient experienced adhesion, mesh deformation/migration, scarring and pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/22/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.